Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. An inspection was performed on the sample and a hole was found between the connector and clear tubing. The reported issue was confirmed. A possible root cause could be an excess of cyclohexanone used during the manufacturing process. A quality alert will be generated to inform the manufacturing personnel of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/19/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding set tubing is leaking from the joints while the feed is running. There was no harm to the patient.